Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 217, 306, 252, 183 and 235 mg/dl. The customer¿s expected am fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 216 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/13/2025 and open vial date is 2 weeks prior to the call. The meter memory was reviewed for previous test result history (time not set; all blood tests were taken morning fasting): result 1: 217 mg/dl; date: (B)(6); time: 09:55 pm; fasting. Result 2: 306 mg/dl; date: (B)(6); time: 09:54 pm; fasting. Result 3: 252 mg/dl; date: (B)(6); time: 09:52 pm; fasting. Result 4: 183 mg/dl; date: (B)(6); time: 07:35 pm; fasting. Result 5: 235 mg/dl; date: (B)(6); time: 12:48 pm; fasting.

Manufacturer narrative:
Sections with additional information as of 15-nov-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.